Manufacturer narrative:
(B)(4). The reported complaint of "pump failed to display the electrocardiogram waveform" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record. (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the pump failed to display the electrocardiogram waveform. Change other pump for use. The pump resumed normal operation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump failed to display the electrocardiogram waveform. Change other pump for use. The pump resumed normal operation". No patient injury or consequence reported. The patient's current condition is reported as "fine".